Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantation, the lead exhibited noise and loss of sensing, after several attempts to reposition, the issue still existed. The lead was not used and a new lead was placed, the patient was well prior and after the procedure.